Event description:
The consumer claims the device was not working properly and was giving inaccurate measurements. The unit is no longer available, thus complaint cannot be confirmed. These devices are designed according to relevant safety standards and passed all compliance tests.